Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during a patient infusion that was set to infuse at 166.7 ml/hr, the pump indicated that it infused at 358.71 ml but after measurement, it only infuses at 200 ml. The nurse administered the remaining medication with another pump. There was no harm to patient.